Manufacturer narrative:
As reported per the doctor, the "plunger" came forward but the "stopper" did not. The physician could not find the sealant but he thinks it deployed as it was not on the rail. There was no reported patient injury. Hemostasis was achieved with manual compression in 30 minutes or less. Initially, this was a diagnostic peripheral case. The vessel type was femoral arterial. The vessel size was 5-millimeters (mm). The stick location was medium. A 6f sheath was used on the procedure. The mynx vcd was prepped according to IFU instructions. There was no vessel tortuosity. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no presence of pvd / calcium in the vicinity of the puncture site. The balloon lost pressure. The advancer tube was not engaged or visible. The user shuttled down completely. There was no resistance when shuttling down. There was no unusual force applied when retracting the sheath. The patient's hospitalization was not extended as a result of the event. The patient has recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The advancer tube was observed on the catheter, approximately 15mm from the balloon proximal bond. The procedural sheath and sealant were not returned with the device. The advancer tube, catheter and shuttle cartridge were inspected for damages that may have contributed to the reported incident. No visual damages or anomalies were observed. The advancer tube was manually pulled back and found properly engaged to the distal tamp lock per mynxgrip instructions for use (IFU). Balloon was fully inflated with water and pressure was maintained. A device history record (DHR) review of lot f1826702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿advancer tube not present¿ was not confirmed through analysis of the returned device since the advancer tube was present in the device properly engaged to the distal tamp lock. However, it is unknown if the device was manipulated after the procedure. The root cause of the reported incident could not be conclusively determined. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue reported; however, handling factors are possible since functional analysis was performed successfully. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported per the doctor, the"plunger" came forward but the "stopper" did not. Physician could not find the sealant but he thinks it deployed as it was not on the rail. There was no reported patient injury. Hemostasis was achieved with manual compression in 30 minutes or less. Initially, this was a diagnostic peripheral case. The vessel type was femoral arterial. The vessel size was 5-millimeters (mm). The stick location was medium. A 6f sheath was used on the procedure. The mynx vcd was prepped according to IFU instructions. There was no vessel tortuosity. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no presence of pvd / calcium in the vicinity of the puncture site. The balloon lost pressure. The advancer tube was not engaged or visible. The user shuttled down completely. There was no resistance when shuttling down. There was no unusual force applied when retracting the sheath. The patient's hospitalization was not extended as a result of the event. The patient has recovered. The product will be return for analysis.